Event description:
It was reported that the caller experienced repeated restarts of the cartridge change sequence while attempting to load a new cartridge, completing the process six times without any alarms or error messages. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through the cartridge changing process by technical support, successfully changed the cartridge, resumed insulin delivery, and acknowledged that user error was the issue.